Event description:
The physician claims that the graft was used as a cardiopulmonary bypass conduit for avr. After anastomosing the graft with the subclavian artery, cannula was inserted to start cardiopulmonary pumps. Leakage of blood (quantity lost through the graft was not reported to bsc) was observed from the graft / subclavian artery anastomotic area and entire length of the graft. The procedure was completed with this device and the graft was cut and then removed from the patient's body after stopping the cardiopulmonary pumps. Note: the use of this device in extra-anatomic positions is contrary to the precaution statement in the instructions for use supplied with this product.